Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend several times due to sensor versus blood glucose reading issues. Customer's sensor glucose reading was 101 mg/dl but her blood glucose level was 66 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The previous sensor was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test per specifications.